Event description:
It was reported that the customer wanted to send in event logs for an investigation. According to the customer, incident was, "pump infused too fast" and the incident occurred on 18may2025. There was patient involvement but no harm. Bd learned through due diligence that the infusion was a heparin infusion that happened on 5/18 between 1am-4am where heparin had an intended rate of infusion of 28ml/hr (1400 units/hr). The customer wanted to know if the pump was programmed incorrectly or not.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had an alleged over infusion was not identified during the customer call. However, there was no sufficient sample to address the issue.